Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and the investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the shelf that the cutter sits on was damaged. Alternate device was available for immediate use. No harm to the patient. There was an impact to the graft- it needed to be trimmed, and there was an additional unplanned harvest required. During repair, it was determined that the comb was damaged. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h6, h8, h10. Reported issue: on (B)(6) 2019, it was reported that the shelf that the cutter sits on was damaged. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet australia on december 20, 2019 revealed that the pre-test could not be performed due to the damaged comb that was not allowing the cutter to roll smoothly. The bottom roller and roller gear were worn and required replacement. The side plates were worn on the inside edge. The shoulder bolts, washers, nuts and carrier guide required replacement. The handle was also lubricated. Repair of the skin graft mesher was performed by zimmer biomet australia on december 20, 2019 which included replacement of the side plates, bottom roller, bearings, washers, shoulder bolts, nuts, roller gear, comb, carrier guide and head screws. Skin graft mesher, serial number 03784, was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the pre-test could not be performed due to the damaged comb that was not allowing the cutter to roll smoothly. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.